Event description:
An insulin pump user reported that the displayed insulin amount was different from what was expected, showing a fill estimate of 60 units instead of the anticipated 220 units. There was no adverse impact on the customer's blood glucose level. Customer technical support assisted the caller in reloading the cartridge, but the caller declined to deliver a test bolus. The caller was advised to monitor the situation and follow up if necessary.